Manufacturer narrative:
Investigation into this event found that the vitros 5, 1 and vitros barb reagent were operating as intended. The investigation determined that the proficiency sample produced a vitros barb result of 258 ng/ml which was very close to the theoretical concentration. However, it was less than the qualitative cutoff of 300 ng/ml in use by the customer and was reported as negative. Any result other than positive was graded as a failure.

Event description:
The customer obtained a false negative proficiency result using vitros barb reagent on the vitros 5, 1 fs chemistry system. The weighed in amount of amobarbitol was expected to produce a positive result. Biased results of the direction and magnitude observed may lead to inappropriate physician action. There was no report of pt harm as the sample involved was a proficiency sample, and not a pt sample.